Event description:
Caller reported that a malfunction occurred on the pump, specifically displaying malf 9. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer on how to turn off the malfunctioning pump since a replacement had already been received the previous day. The customer was instructed to return the old pump via RMA, and no further action was required. Customer will continue to use current pump; will rely on alternate method if necessary.